Event description:
Catheters inserted self-expelled within less than 24 hours. It was necessary to re-catheterized the patient. We tried with devices from the same lot# and we did not face any issue.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Catheters inserted self-expelled within less than 24 hours. It was necessary to re-catheterized the patient. We tried with devices from the same lot# and we did not face any issue.